Event description:
Health professional reported an alleged "device malfunction." The doctor "noted [the] pt [experienced] weight gain." No diagnostic testing was performed. The lap-band device was removed without replacement. Follow up findings: health professional reported that there is "no leak suspected [and pt has] "poor weight loss."

Manufacturer narrative:
(B)(4). The product associated with this report was returned; however, the device analysis has not been started at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. Inadequate weight loss is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the serial number of the device has been requested. Allergan does not guarantee that every pt will achieve desired weight loss. Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of december 2000, clinical study, 299 pts total)."